Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dump files were created. A technical support specialist found that the issue was related to the structured query language dump and fully synchronized to resolve the issue and provided the mq monitoring list that should be done by customer to avoid this issue in future. The system functioned as intended after the technical support specialist troubleshot the device. Other: occupation: systems administrator (information technology).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es dump file is being created. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.